Event description:
(B)(6) hhrn (home health nurse) reported pump does not push medication. No error message is displayed. Tubing and batteries were replaced with no change. Unknown if md (doctor) is aware. No additional information available. Product serial number and expiration date are unknown as they were not provided. Pt (patient) did not miss a dose of have an interruption to therapy; gravity tubing was used. It was not reported if the pt experienced any adverse events. Pump is available for return. Pharmacy replaced pump.